Manufacturer narrative:
The system's alarm trace showed multiple abnormal aspiration and calibration > compensated limit alarms noted on the date of the event near the time the sample was processed. It was noted that the customer observed beads when the reagent pack was opened. The customer replaced the reagent pack before the service visit. The field service representative checked adjustments and pump pressures. He performed a precision test with acceptable results. After the initial service visit, the issue customer continued to have issues. Abnormal low signal alarms were observed on nearly all probnp results. The field service representative replaced the measuring cells, sippers, and the sipper pipettor mechanism. No further alarms were noted. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys probnp ii results for multiple patient samples on a cobas e 601 module. The customer also mentioned they were getting alarms indicating low signal recovery. Three examples were provided. Sample 1: the initial result was 36 pg/ml with a data flag. The repeated result was 642.5 pg/ml. Sample 2: the initial result was 36 pg/ml with a data flag. The repeated result was 626.1 pg/ml. Sample 3: the initial result was 36 pg/ml with a data flag. The repeated result was 4007 pg/ml. The results were reported outside of the laboratory. The repeated results were obtained on another analyzer. The samples were repeated due to having a data flag and some of the results did not match the patient's history. The repeated results were believed to be correct.

Manufacturer narrative:
The reagent lot number is 74750700 with an expiration date of 31-jan-2025. The investigation is ongoing.